Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that the inner tubing was kinked/buckled and the lead was damaged at implant.

Event description:
The physician reported that during the implant procedure, the right ventricular (rv) lead helix appeared to "jump out" of the lead housing upon exercising prior to use and upon retraction, it appeared to "jump back" into the lead housing. The lead was exercised twice with the same result. The rv lead was not used and a different lead was implanted. No patient complications were reported as a result of this event.